Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, exchanging the provided barewire filter delivery wire for the 0.014¿ viperwire prevented the ability to retrieve the filter, causing the filter to come off the wire during retrieval resulting in unexpected medical intervention to retrieve the filter with a snare device. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the distal end of the wire during filter retrieval. The emboshield nav6 instruction for use (eifu)¿ general warnings) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. An in-service has been requested to address the IFU violation and how it contributed to the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - guide wire / fdw selection incorrect

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). Prior to use the barewire of the large emboshield nav 6 embolic protection system (eps) was exchanged for a .014 viper guide wire (gw). After use in the procedure, when removing the filter, the filter came off the viper gw. Therefore, a snare was used to retrieve the filter. There was no clinically significant delay reported in the procedure. No additional information was provided.